Manufacturer narrative:
This MDR was identified as part of complaint file remediation project. Peri-opertively, the h10 driver broke while the doctor was tightening a locking screw into a plate. The doctor was not able to remove the fragement of the h10 driver from the screw. The broken driver bit was left implanted in the screw head.

Event description:
Peri-opertively, the h10 driver broke while the doctor was tightening a locking screw into a plate. The doctor was not able to remove the fragement of the h10 driver from the screw. The broken driver bit was left implanted in the screw head.